Event description:
This patient underwent surgery of the following: 1) delayed left breast reconstruction with a right free tram flap, 2) right breast mastopexy, 3) removal of right upper chest mediport, and 4) left breast implant removal and capsulectomy. It was suspected that the left breast tissue expander had a slow leak. Examination of the implant after removal in surgery indicated a leak just superior and to the left of the valve viewing the implant from its anterior surface.